Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a lead fault error. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
The customer has not requested for getinge to evaluate the iabp unit involved in this event and has indicated that the event was most likely cause by user error. The iabp unit was tested by the customer's biomed who was not able to duplicate the reported issue, nor observe any errors in the iabp log files. The biomed noted that the ECG source was found and to be functioning as expected. No repair was performed and the iabp unit was returned to use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a lead fault error. It is unknown under which circumstances this event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.